Event description:
Following an unrelated procedure, a drop in defibrillation impedance was noted on the right ventricular (rv) lead. Procedural damage from the unrelated procedure was suspected to have been the cause of the impedance anomaly, however, this could not be confirmed. Rv lead revision is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.